Manufacturer narrative:
Additional information was received indicating there was no patient involvement and that no further information is known. Device evaluation (completed 14-apr-2022): one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing was performed and found that the device exhibited "error code 1270" during the investigation. The investigation determined that a defective microprocessor unit board was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The microprocessor unit board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that, cadd-legacy plus pump alarmed, error code 1270. No patient injury reported.